Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the pump was locked. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during the investigation, the keypad was found to be intact with no evidence of peeling or damage. All keys were found to be responsive. The keypad was removed, and no evidence of contamination was found on the key contacts. Investigators were unable to duplicate the keypad complaint. Unrelated to the original complaint, the display was found to be dim/pink. The pump was opened, and no evidence of moisture corrosion was observed near the keypad connector. The battery compartment was found to be cracked. A leak test revealed a battery compartment leak. Evidence of moisture corrosion was only observed in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.